Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the deployment starting point was at the bottom of the pigtail catheter. Additionally, a medtronic guidewire was used during the procedure.

Manufacturer narrative:
Updated data: b5. A third paragraph was added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the deployment of a transcatheter aortic valve at an implant depth of 3 millimeters (mm) on the non-coronary cusp (ncc) and 4 mm on the left coronary cusp (lcc), the valve dislodged to 10 mm on the ncc and 10 mm on the lcc. Subsequently, the valve was surgically explanted, and a surgical aortic valve was successfully implanted. It was noted that a 3 hour procedural delay occurred as a result of the dislodge. Per the physician, the patient's bicuspid native valve contributed to the dislodgement. Additional information was received that the deployment starting point was at the bottom of the pigtail catheter. Additionally, a medtronic guidewire was used during the procedure. Additional information was received to report that per the physician, the medtronic guidewire did not contribute to the dislodge, and the minimum calcium on the patient's native aortic valve was a contributing factor.

Manufacturer narrative:
Continuation of d10: product ID: {d-evolutfx-2329}; product lot/serial number {(B)(6)}; product type: {0195-heartvalves}; implant date {n/a}; explant date {n/a}; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the deployment of a transcatheter aortic valve at an implant depth of 3 millimeters (mm) on the non-coronary cusp (ncc) and 4 mm on the left coronary cusp (lcc), the valve dislodged to 10 mm on the ncc and 10 mm on the lcc. Subsequently, the valve was surgically explanted, and a surgical aortic valve was successfully implanted. It was noted that a 3 hour procedural delay occurred as a result of the dislodge. Per the physician, the patient's bicuspid native valve contributed to the dislodgement.